Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: d8, h4, h6, h11. The customer contacted olympus technical assistance support (tac) by phone. Tac reviewed the cabling between the video system center cv-190 and the flushing pump ofp-2, and determined that the flushing remote control pump cable (maj-920) was inserted into the incorrect port, ¿monitor/remote2,¿ rather than ¿eus.¿ since the issue has been resolved, a device return is not expected. Based on the investigation results, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the pump does not activate. The issue occurred during sedation while the device was inside the patient for a diagnostic procedure. The procedure was completed with the same device. There were no reports of patient harm.